Event description:
It was reported that the patient had inappropriate shocks due to p-and-t wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was brushing her teeth at the time of the last shock. The patient has been shocked previously when the device sensing vector was set to the primary vector. The latest shock occurred while the sensing vector was set to the secondary vector. Technical services advised some programming options. The device sensing vector remains programmed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.